Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2021: with follow up received via lawyer this report was detected to be a duplicate to record # gb-bayer-2018-155997 to which all information will be transferred, then this duplicate record # gb-bayer-2020-076122 will be deleted in bayer safety database based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('device breakage'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other structure') and device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude the fallopian tubes". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), menstrual disorder ("changes to the menstrual cycle"), hypersensitivity ("allergic or hypersensitivity reaction"), autoimmune disorder ("autoimmune disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy, bilateral salpingectomy, total abdominal hysterectomy, oophorectomy). Essure was removed. At the time of the report, the pelvic pain, device breakage, uterine perforation, perforation, device dislocation, genital haemorrhage, device intolerance, menstrual disorder, hypersensitivity, autoimmune disorder, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal and mental disorder outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.